Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd was broken. The device's lcd needs to be replaced to address the issue. The device was returned unrepaired per customer request.